Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) did not have telemetry. It was reported that the remote monitor would not connect to the implanted device. Troubleshooting steps were taken to no avail. The patient was referred to the clinic to interrogation. The device remains in use. No patient complications have been reported as a result of this event.